Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing of r-waves was noted. A freeze capture revealed the undersensing. Patient had recent medication changes, short runs of ectopy, and non-sustained vt. The patient will be referred to an electrophysiology study.